Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation for vaginal prolapse procedure performed on (B)(6) , 2020. According to the complainant, during the procedure, the darts on both ends of the suture detached and remained inside the patient. Reportedly, both ends of the suture thread looked a little frayed and might be the cause of the darts being detached. An x-ray result showed the two darts inside the patient, however, they were unable to retrieve the darts. The procedure was completed with the same capio slim device and a new suture. There were no patient complications reported as a result of the event. The condition of the patient after the procedure was fine.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of dart detachment. A visual examination of the returned capio slim device with the suture revealed that the suture was damaged and the dart was detached; confirming the reported events of dart detachment and frayed suture. The capio slim device 10 riveting pins were in place. There were no issues noted with the catch and carrier, handle and distal end. A functional analysis was also performed using a suture dart for testing and was repeated three times. The functional analysis revealed that the suture dart was loaded into the carrier and was properly positioned in the carrier. The tip of the dart did not protrude from the capio device tip. The suture was gently pulling down and was held firmly in place. The plunger was fully depressed in one continuous motion, and the dart penetrated into the cage without any issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The product record review confirmed that the reported event is not a new failure type and the risk is anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. Device analysis found no issues with the device during visual and functional test using the suture dart for testing. Therefore, the investigation concluded that the most probable cause for this event is no problem detected.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation for vaginal prolapse procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the darts on both ends of the suture detached and remained inside the patient. Reportedly, both ends of the suture thread looked a little frayed and might be the cause of the darts being detached. An x-ray result showed the two darts inside the patient, however, they were unable to retrieve the darts. The procedure was completed with the same capio slim device and a new suture. There were no patient complications reported as a result of the event. The condition of the patient after the procedure was fine.